Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the 2nd ob marg with 100% stenosis and a 2.2 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0% following post-dilatation. Per discharge summary, the pt was noncompliant during hospitalization with management of diabetes and refused any treatment. The pt was discharged to home on the 2nd day on plavix and asa. In 1 1/2 months, the pt presented to an outside hospital with unstable angina and was transferred to the study site on aggressive intravenous therapies including integrilin, heparin and nitroglycerin. EKG revealed normal sinus rhythm with pvc and diffuse nonspecific st-t wave abnormalities similar to prior EKG. Initial cpk and troponin were normal. Cardiac catheterization (56 days post enrollement) revealed: lad - 100% mid stenosis, lcx - subacute stent thrombosis of 2nd om, rca - diffuse 70-80% mid and distal lesions, 50% stenosis of the pda, lima to lad - patent, lvef = 39%. After reviewing options, it was felt that the pt should be medically treated "as there was no easy surgical or percutaneous approaches" (per discharge summary). Causality: relationship to taxus stent: probable. EKG on discharge revealed normal sinus rhthym with left axis deviation and non-specific st-t wave abnormalities with peak ck of 1223 and troponin >50. Ck-mb's were not drawn. The pt was discharged on the fourth day on plavix and asa. Causality: relationship to taxus stent: probable relationship to target vessel: probable.

Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure in the left circumflex, a thrombosis and myocardial infarction occurred. Additional information has been requested.